Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.¿

Event description:
It was reported that pc indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed . The device is providing therapy.

Event description:
Additional information received that the patient did not update his ipod.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.